Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified, mildly tortuous and totally occluded anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion from the popliteal to superficial femoral arteries with moderate calcification and mild tortuosity. The lesion size was 6x130 mm. A guide wire crossed the lesion and pre-dilatation was performed with a 6x120 mm non-abbott balloon at 20 atmospheres for 30 seconds three times. During deployment of the 5.0x80 mm supera self expanding stent system (sess), the thumbslide became heavy so deployment was discontinued and the supera sess was removed from the anatomy partially deployed. Upon removal from the anatomy, the thumbwheel was turned and the stent was deployed. A 5.5x80 mm supera stent was used as a replacement and a 6.0x80 mm supera stent was deployed proximally and the stents overlapped. Post dilatation was performed to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.